Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 064 alarms and that the issue was not resolved by changing supplies. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings:a review of the black box indicated call service 064 alarms had occurred. During the rewind and load steps, the piston did not move and the pump emitted a call service 064 alarm. The pump was opened and investigation revealed that the motor flex was not seated properly. The motor flex was reseated and the pump was then able to successfully complete a rewind, load, and prime sequence.